Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Product not returned for evaluation. No replacement provided. Unable to contact customer to obtain the information required to send the replacement product if needed. Most likely underlying root cause: mlc-134- user has low glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for lo accompanied by symptoms. (B)(6), granddaughter is calling on behalf of the customer. The customer is concerned with the result of lo. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of being unresponsive. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed.the meter memory was not reviewed for previous test result history. Daughter called in due to meter reading lo. Caller states mother is sleeping and it not responding. Informed customer if mother is not responding to call 911 and seek medical attention. Asked customer if she had a second phone in order to call 911 and I would remain on the line. Caller hung up. Called caller back and left a voicemail with phone number and reference number. Called customer a second time and customer picked up and hung up.